Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low glucose (glucm) results generated by unicel dxc 600 pro synchron chemistry analyzer for three patients. The results were not reported out of the laboratory. Subsequent testing produced higher results, which were reported. There was no effect to patient or user.

Manufacturer narrative:
Qc was within the customer's established ranges prior to the event. The customer is running all glucose samples in duplicates and verifying the results prior to releasing the results to the physician. A bci field service engineer (fse) performed a scheduled preventive maintenance (pm). Fse also checked a few parts, and removed microbubbles under the face of the electrode. Qc and precision results were within the specifications. Although some hardware issues were addressed, a definitive root cause has not been determined for this event.